Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with pericardial effusion. The pacemaker also exhibited a device parameter error message. The effusion was drained. Device was restored to settings that met specific patient need. The patient was stable.